Event description:
The customer received a questionable troponin t result for one patient. The initial result was 137 ng/l from the h232 meter serial number (B)(4). The result in the hospital was negative. No specific data could be provided. Information concerning which result was reported out or if the patient was adversely affected was requested, but was not provided. The h232 meter was submitted for further investigation. Testing was performed with retention material and all results were acceptable.

Manufacturer narrative:
Information concerning the specific part number involved in this event was requested, but not provided. This event occurred in (B)(6).

Manufacturer narrative:
The investigation could not determine a specific root cause and no errors were found.